Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String got stuck inside her body [foreign body in reproductive tract]. String got stuck inside her body after using the tampon, and it did not come out [complication of device removal]. String got stuck - tampon [device breakage]. Case description: consumer reported via e-mail that tampon string got stuck inside her body after use. No serious injury reported.